Event description:
It was reported that a segura hemi basket device was used during procedure. During the procedure, the segura basket became distorted while grasping the ureteral stones. The procedure was completed with another of the same device and with no patient complications. Analysis of the returned basket revealed that two basket wires were broken.

Manufacturer narrative:
Block b3: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable investigation result of basket wire break. Block h11: investigation results the returned segura hemi basket device was analyzed, and a visual evaluation noted that the device returned with the basket on its close position and the handle returned in good conditions. Microscopic examination was performed, and it was noticed that two basket wires were broken. There was evidence that the broken wires were melted indicating that they got in contact with an electrified instrument. Additionally, the sheath was found bent/kinked at the proximal and distal section. The sheath was also found detached/separated at the distal section and the basket was bent/kinked. A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The IFU states that, this device must not come in contact with any electrified instrument; however, during the analysis there was evidence that the basket wires were melted. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. With all the available information, boston scientific concludes that the reported event of basket kinked was confirmed. Based on the investigation results it is probable that an excess of force applied to the device such as operational factors during their use could cause these adverse events. Additionally, it is also possible to conclude that some operational factors, handling/manipulation, such as interaction with an electrified instrument and/or laser could cause the overheating of the basket wires resulting in the breakage that could be related with the reported allegation. Taking all available information into consideration, the most probable cause of this complaint is failure to follow instructions since the main observation was traced to the user not following the manufacturer's instructions.